Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the sample was received for evaluation. A visual inspection using the naked eye was performed along with functional tests.the tests included leak, clear passage, and clamp function tests. As a result, a leak was observed from a tear in the silicone tubing located beneath the twist clamp between the occlude feet. The reported condition was verified. The cause of the condition could not be determined, however, the most likely cause was determined to be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were bubbles near the twist clamp of the minicap transfer set. This was identified during use of the device for peritoneal dialysis therapy. The transfer set had been in use for three months and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotics. No additional information is available.